Manufacturer narrative:
H6: component code appropriate term/code not available. Investigation findings - code 213 no device problem found. Investigation conclusions - code 4315 cause not established. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications.

Event description:
On an unspecified date in 2002 the patient was implanted with a non-gore aortic trunk device (ancure) for treatment of an abdominal aortic aneurysm. On (B)(6) 2011 the patient was implanted with a gore® excluder® aaa endoprosthesis iliac extender (pxl161407). On (B)(6) 2013 a reintervention occurred in which the existing configuration, including the gore® excluder® aaa endoprosthesis iliac extender, was relined with the following gore devices: 3 gore® excluder aortic extender endoprosthesis (pxa230300), 1 gore® excluder contralateral leg endoprosthesis (pxc121000), and 1 gore® iliac extender endoprosthesis (pxl161207). The specific reason for the reintervention is unknown.